Manufacturer narrative:
Inspected one opened and used sensor. Performed instruction test and sensor passed per specifications. Sensor inserted and release properly.

Event description:
Customer reported that he was hospitalized due to low blood glucose and a virus. The blood glucose reading was 44 mg/dl at the time of hospitalization. Customer stated that he was having issues with insulin pump and sensor communication. Customer stated that his serter was not working properly, the needle hub stuck in the serter and it was not released. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84136 and 2032227-2014-02242.